Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her doctor¿s meter (brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date approximately 3-4 weeks prior to contacting lfs. The patient claimed obtaining a ¿high blood glucose¿ warning message with the subject meter and ¿127 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that 1 hour after the alleged issue occurred, she developed symptoms of feeling ¿shaky and jittery.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results; however, the patient was unable and/or unwilling to confirm if the unit of measurement was set correctly on the subject device. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue occurred.